Event description:
It was reported that low impedances of 132 ohms was measured on electrodes six and seven. The therapy measurement of impedance was good and in range with electrodes 5+, 6-, and 7-. The patient was receiving good therapy benefit at the time of this report. Follow up with a manufacturing representative indicated the patient was doing fine and there was no known reason for the impedance issue at electrodes six and seven. The low impedances were noticed during an implantable neurostimulator (ins) change out and the healthcare professional changed the configuration to not use electrodes six or seven as positive. The hcp was to monitor the ins and patient. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n450307, implanted: (B)(6) 2014, product type: adapter. Product ID: 3387-40, lot# j0546668v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0546668v, implanted: (B)(6) 2005, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0125010v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0125010v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. (B)(4).